Event description:
A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the pt programmer after her device was replaced yesterday. It was noted that the company representative had programmed her device and "synched it" to the pt programmer. Additional info was requested.

Manufacturer narrative:
(B)(4).